Manufacturer narrative:
A ge rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported the loss of cine functionality resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.